Event description:
Received via (B)(4) mail: (B)(4). "Kwire broke in pts left great toe during surgery. Arthrodesis first metatrsophiangeal joint, left foot. Surgeon unable to remove the k-wire. Therefore, k-wire retained in pt left great toe."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.